Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID# 2134265-2012-05856. It was reported that post coronary stenting treatment procedure, in-stent restenosis, dyspnea, and angina occurred. In (B)(6) 2010, the subject presented with mid-sternal chest pain radiating to the right arm associated with shortness of breath and right arm numbness. An ECG revealed anterior/septal, and lateral st-t wave changes; however, stress test revealed no evidence of ischemia or mi. The subject was diagnosed with stable angina (ccs class 1) and cardiac catheterization was recommended which revealed an 80% stenosed de-novo lesion located in the 2nd om. The lesion was 48 mm long with a reference vessel diameter of 3 mm and treated with direct stent placement using a 3.00 x 12 mm taxus liberte stent overlapping, proximally, with a 3.00 x 24 mm taxus liberte stent. A third 3.00 x 16 mm taxus liberte stent was then deployed in between the two stents overlapping proximally with the 3.00 x 24 mm taxus liberte stent and distally with the 3.00 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 9%. Four days later, the subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject presented with recurrent left-sided chest pain associated with shortness of breath and was hospitalized the same day. An ECG revealed left ventricular hypertrophy with anterior/septal and lateral st-t wave changes which were believed to be due to hypertrophy. Cardiac enzymes were found to be negative with peak troponin at <0.03 (uln unknown). The subject was diagnosed with unstable angina and cardiac catheterization was recommended which revealed 70% in-stent restenosis of the study stents (3.00 x 16 mm and 3.00 x 24 mm) deployed in the 2nd om was noted. The restenosis was treated with placement of a 3.0 x 32 mm promus element stent. Following post dilatation, residual stenosis was 9%. At the time of reporting, the event was considered recovering/resolving.